Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products hc347, heal collar 3.5x4.5, 7mm lot 2021120054, hc347, heal collar 3.5x4.5, 7mm lot 2021120615 x 2 and hc345, heal collar 3.5x4.5, 5mm lot 2022050926. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports that the abutments are malfunctioning as they does not seat properly. The affected dental positions are unknown. The patient did not suffer any negative impact on their health. The doctor reported the procedure not completed with other abutments.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie did not receive one (1) hc345, (heal collar 3.5x4.5, 5mm for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 2022050926. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050926 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : fit : does not seat based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.